Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that there was a power on reset (por) seen on the patient programmer (pp). No symptoms reported. This occurred on the day of the report on (B)(6) 2016. A manufacturing representative (rep) was paged 10 minutes prior and they were going to wait for the rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.